Event description:
The customer reported that while trying to remove a port catheter the marker band on the snare detached in the pt. The port catheter was successfully retrieved. The marker band was then located in the pt's right mid lung. The pt was sent to recovery and developed tachycardia. The pt was later discharged by the physician without extended stay or further treatment.

Manufacturer narrative:
Device eval: the suspect device is not expected to the returned for eval. A review of the device history record did not reveal any exception documents. The complaint database was reviewed and found no similar complaints for this lot number. Incoming inspection testing results were reviewed for the suspect device. All samples tested met the minimum acceptance criteria. Merit is unable to determine the root cause of the reported failure without the suspect device. No conclusion can be drawn. (B)(4): process eval.